Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a chronic type b aortic dissection using two gore® tag® conformable thoracic stent grafts with active control system. During the treatment, one gore® tag® device was implanted distally, and a second gore® tag® device was implanted proximally below the left common carotid artery. An intra-operative angiograph reportedly revealed a slight proximal type I endoleak. The left subclavian artery was then embolized as part of a debranching technique, but the proximal type I endoleak reportedly remained. No touch-up ballooning or other further treatment was performed, and the physician decided to monitor the endoleak. On (B)(6) 2022, it was reported the patient felt sick directly following computed tomography (CT) scan. According to the report, a carotid echocardiograph revealed a dissection. A follow-up CT angiograph reportedly revealed a retrograde type a aortic dissection. The cause of the type a dissection was not reported. On the same day, a total arch replacement was performed emergently. The outcome of the procedure and current patient status were requested by gore but not provided.

Manufacturer narrative:
A review of the manufacturing records for this device verified the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® tag® conformable thoracic stent grafts with active control system instructions for use (IFU) state: ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and surgical conversion.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.